Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges safety (broken swab) when using kit veritor system strep a 10 tests jp (material#: 256057), batch number unknown. The customer reported that the cotton tip broke off inside the patient's mouth during usage. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the component batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. A trend analysis for safety was conducted, and there was no adverse trend identified. However, a supplier corrective action request (scar) was opened with the supplier for the same swab component batch number, therefore this complaint is in scope of the scar and the reported issue is confirmed. The supplier was unable to determine the root cause for the issue; however, they have implemented processes to reduce the risk of tip detachment.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator broke off and fell out of a patient's mouth during sample collection. The piece of cotton was not swallowed and no adverse impact was reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep japan, the cotton swab from the tip of one (1) applicator broke off and fell out of a patient's mouth during sample collection. The piece of cotton was not swallowed and no adverse impact was reported.